Event description:
It was reported that pump displayed malfunction alarm malf 0, and no notable events occurred prior to malfunction. There was no adverse impact to the customer's blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided pump reset instructions and customer planned to perform reset later at home when charging supplies were available, multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.